Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100778175. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Spontaneous inflation, incomplete inflation and improperly sized cylinder are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed; spontaneous inflation, inflation issue and size related complications are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) could be pumped; however, the device exhibited auto-inflation issues, and the cylinders could not be fully inflated. A surgical procedure was performed to remove the ipp, during which it was identified that the cylinders may have been oversized. Medical staff suspected that the original measurement may have been incorrect by approximately 3-4 cm. No patient complications were reported.